Event description:
Pt was hospitalized in 2006 for high blood glucose readings (-600 mg/dl.) Pt called the paramedics. She arrived at the hospital and was seen by a doctor in the emergency room where her blood glucose reading was 800 mg/dl. She was admitted to the hospital in 2006.